Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized. The patient did not provide the information on how they were treated or any symptoms they had with this experience. The patient was released the next day. The patient also reported that the pod was giving a system error. Three follow up attempts were performed but no new information was provided.